Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received-event medical device removal updated to migration. New event perforation were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a 44-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2016. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received. Reporters information and rcc added, dob updated. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.